Event description:
A (B)(6) male patient contacted zoll customer support to report that the battery charger was not charging his battery packs. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. Upon evaluation, there was contamination on the pca board. The cause of the inability to charge the battery pack is the contaminated pca board. The root cause of the contamination cannot be positively identified but is likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger. The patient received a replacement charger.